Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause is attributed to the worn opto buttons on the left mtm. This issue can be resolved by replacing the mtm.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the master tool manipulator (mtm) 2. The system was verified and ready for use. Intuitive surgical inc. (Isi) received the mtm 2 for failure analysis investigation. The unit was analyzed and upon visual inspection, the opto buttons were found to be worn and that would be related to the reported event. The mtm2 was installed onto a golden system replicating the reported event. The mtm2 was then installed onto a pftp.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the clutch on the left master tool manipulator (mtm) was not working. When the surgeon used the clutch the arm moved. The intuitive tech support engineer (tse) reviewed the system logs and confirmed that error 23031 occurred against the left clutch. The customer performed a hard power cycle and massaged the clutch buttons on the left mtm, with no change. The procedure was converted to a new surgeon side console. There were no reports of patient injury. Intuitive surgical, inc. (Isi) received the following additional information via follow up: the system initially powered on with no errors.